Manufacturer narrative:
The investigation into the access site bleeding has been completed since the original report was filed. The medical center did not return the impella product for manufacturer investigation. No benchtop analysis of the root cause of the access site bleeding was possible; only the clinical report was evaluated. Based on the clinical data, the cause of the bleeding was difficulty passing the pump through the patient's vasculature, causing strain on the suture line of the graft and subsequent bleeding. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device has not been received by the manufacturer for investigation. Should any new information be returned, a supplemental report will be filed. As noted in the impella IFU: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
A 71-year-old male with known cad has been treated for ami/cgs. To provide hemodynamic support, an impella 5.5 has been inserted axillary. It has been difficult to advance the pump past the innominate artery. After passing the impella 5.5 into the left ventricle, significant bleeding was noted at the anastomosis site. The stress during the insertion strained the anastomosis site, causing the suture line of the terumo gelweave graft to leak. Three units of prbc administered. Successful closure and securement of device. Transferred to ICU. Patient stable.